Manufacturer narrative:
Analysis of programming history confirmed event.

Event description:
While performing an internal review of programming history it was noted that a vns device was interrogated (B)(6) 2008 and noted to be set at (1.75/15/500/30/3). A system diagnostic test was performed. The system diagnostic resulted in "fault" communication, the device settings were changed (1/20/500/30/60) and not corrected prior to the patient leaving the visit. The next recorded visit ((B)(6) 2008), the device was interrogated and the settings were 1/20/500/30/60, prior to the patient leaving the device settings were programmed to intended settings of 1.25/20/500/30/5.